Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the lcsc5 blades, used with a hp053, would not activate. Another instrument was used to complete the case. There was no consequence to the pt.